Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0321028, medical device expiration date: 2026-01-31, device manufacture date: 2020-11-16. Medical device lot #: 1049969, medical device expiration date: 2026-03-31, device manufacture date: 2021-02-18. Medical device lot #: 0342113, medical device expiration date: 2025-12-31, device manufacture date: 2020-12-07. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 0321028. A device history record review was completed by our quality engineer team for provided material number 305106 and lot number 1049969. A device history record review was completed by our quality engineer team for provided material number 305106 and lot number 0342113. The reviews did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that bd precisionglide" needle experienced 3 cases of broken needles, and 3 cases of clogged needles. The following information was provided by the initial reporter:dr. Mentioned that he has noticed over the last several months that 30g needles that are used for botox and nerve block administration have gone down in quality. Other doctors had the same types of complaints. The complaints were mainly centered around the needles being dull. There have also been complaints of them being broken, being clogged before using, and getting clogged during medication administration.